Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion during fill tubing with cd steel infusion set and subsequent ¿unable to proceed¿ alerts, followed by recurrent alert 38 that persisted despite supply changes and restarts, leading to ilet replacement. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and instruction to use backup therapy until the replacement arrived. Investigation included guided troubleshooting, dry run without insulin, multiple supply changes with new lots, verification of alert history, and device restart while preserving therapy parameters. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.